Manufacturer narrative:
An event of "air bubbles were visualized in the loader" was reported which resulted in a delay in the procedure. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, a 31mm amplatzer amulet was selected for implant. The 14f amplatzer torqvue delivery system and occluder were prepared per the IFU. The delivery system was advanced, positioned beyond the landing zone, connected to the loader in a fluid-to-fluid manner, and advanced to the tip with no air bubbles present. Backflow was performed and when the lobe was partially deployed air bubbles were visualized in the loader. The hub was held below the plane of the patient and the hemostasis valve was slightly opened, but the air bubbles remained in the loader. The lobe was retracted into the delivery system and the device was removed from the patient. The amulet was replaced and the procedure was completed with no adverse consequences; however, there was a one hour delay in the procedure. The patient remained hemodynamically stable with no symptoms of air embolism. Following removal, the delivery system and occluder were inspected and there was no physical issue observed.